Manufacturer narrative:
One suturefix ultra ahr s was returned for evaluation. Visual assessment confirmed the reported complaint of breakage. The fork tines and a piece of the distal nose tube assembly have broken off. The broken pieces were not returned for examination. The break area on the fork is bent and shows signs of deformation. The outer tube is slightly bowed. The condition of the device indicates that an excessive amount of force was placed on the inserter during use. Per the devices IFU under precautions ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. Credit has been issued as a customer courtesy.

Manufacturer narrative:
(B)(4).

Event description:
It was noticed that the broken piece of shaft tip left in patient. It was confirmed by x ray after the surgery.